Event description:
The patient reported that during his years on v-go therapy he has experienced multiple v-go devices that have fallen off. Patient did not provide an exact number that have fallen or exact dates but he did say that 3 or 4 have fallen off from the current box that he has now. The devices have been discarded.